Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause for the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, abdomen, the pod's cannula was found to be dislodged. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. The pod generated an 0x9b hazard alarm indicating it has been more than 5 min after cgm deactivation without receiving pod deactivation command. No damages or defects were found that would cause the hazard alarm. The exact cause of the observed alarm could not be determined. The pod was not heard to beep during the beep test. Internal damages to the piezo springs, piezo, reservoir and ratchet gear lined up with external damages to the top housing indicating that these occurred post use. These damages resulted in the pod being unable to produce a beep.